Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported "exchange with no complaint against the device", then later "rupture/deflation". This record is for left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6

Event description:
The reported events have been deemed either non-serious or not related to the device. There are no longer any reportable events associated with this device.